Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the adhesive tab was not on the intermittent catheter.

Manufacturer narrative:
The reported event is unconfirmed- product met specifications. Photo: received two (2) photo samples. First photo sample showcases an isc box with label that shows pcn (53616g), lot number (jujs0787), and expiration date (2029-05-28). Second photo samples showcase two (2) unopened iscs. One (1) isc has double sided tape and the other one (1) does not have double sided tape. Based on the photo samples received and the waiver issuance 03-2024-022, the product meets specifications. No additional action is required at this time since root cause was not identified. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event was unconfirmed, a labeling review was not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the adhesive tab was not on the intermittent catheter (lot#jujt1029). Per customer via email response on 10dec2024, it was reported that customer submitted a photo sample of affected (lot#jujs0787). Customer reported that this was a packaging sticker related issue found prior to use.